Event description:
Oracle ro 1073536: service due: 41; cloud lens, device getting "air in line detected" error repeatedly. Additional information received on 30-jun-2020: no further information available. Investigation results completed and summarized in h -10.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "air in line detected" and continuous error with cloudy lens. No reported adverse effects.